Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause of low bg was unknown. The customer received third party assistance from their wife, who provided carbohydrates and kept the customer conscious to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.